Event description:
An infertility pt was undergoing a trans-vaginal ultrasound guided follicular aspiration for egg retrieval. After setting up the sterile field, the rn (registered nurse) flushed the needle and then suctioned the fluid out of the test tube. The rn handed the suction to the physician who used the foot pedal to suction. The physician inserted the needle into the vagina and into a follicle and pressed on the foot pedal. The blue light on the machine came on but no suction occurred. There was no beeping or other indication of malfunction. Checked the tubing, test tube and needle without finding any contributing factors. Eggs were finally removed by hand suction.